Manufacturer narrative:
The report of ¿ipg inoperable after surgery¿ was confirmed. Per the event details the patient had an unrelated surgery after which the device was no longer able to communicate with. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. Analysis of the returned ipg found the device entered the service app state on the day of the unrelated surgery. The DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to connect to the ipg following an unrelated procedure in (B)(6) 2024. Reportedly, the ipg was not set into surgery mode prior to the procedure. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.